Manufacturer narrative:
This form was completed by the manufacturer. See MDR 1920664-2007-00857 for intraocular used with this delivery device.

Event description:
The haptic of the lens was found broken during insertion into the patient's eye using the delivery device. The lens was removed and replaced.